Event description:
The accounts maintenance stated he saw the bed unintentionally move. He removed the pendant and the unintentional movement stopped. When he connects the pendant to the left side of the bed, the bed remains stationary. He replaced the connectors on the logic board and the issue has not returned. He replaced the bed back into svc.